Event description:
It was reported that pump had battery life issues where it would not hold a charge and needed charging every day. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional corrective actions were documented.